Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that the distortion of distal conductor may not fully transfer torque to the helix when turning the is-1 connector pin.

Event description:
It was reported that during implant attempt, after initial fixation the helix would not extend a second time. Multiple attempts were made with various stylets and multiple excess rotations of the rotation tool, with no success. The lead was explanted and tested outside the body, where 26 rotations were needed to extend the helix. A second lead was attempted to implanted, utilizing the stylets from the first lead. Once inside the body, the helix could not be extended. High impedance was also noted. The lead was explanted and tested outside the body, where over 20 rotations were needed to extend the helix, with or without stylets. A third lead was successfully implanted. No patient complications have been reported as a result of this event.